Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a " possible left side implant exchange with no complaint against the device." Healthcare professional reported "possible left side implant exchange with no complaint against the device. Patient reported again that left side has capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, h6.

Event description:
Healthcare professional later reported left side capsular contracture baker grade ii. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported a "possible left side implant exchange with no complaint against the device." Healthcare professional reported "possible left side implant exchange with no complaint against the device." Patient reported again that left side has capsular contracture baker grade iii/IV. Device has been explanted.